Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2010. Explant date: 2010.

Event description:
It was reported that the patient was having difficulty charging. It was also stated that the ipg was sagging and pocket site was superficial. The patient underwent an explant procedure. The explanted ipg was discarded by the medical facility and will not be returned.

Event description:
It was reported that the patient was having difficulty charging. It was also stated that the ipg was sagging and pocket site was superficial. The patient underwent an explant procedure. The explanted ipg was discarded by the medical facility and will not be returned. Additional information was received that the patient was not comfortable with the vibrations caused by the ipg.